Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of error code e207 was not confirmed, and there was no evidence indicating that the problem was caused by user misuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a diagnostic bladder screening procedure, they pressed the release button six times, but only four images were recorded on the video system center. Additionally, even though all the images in the internal buffer had been transferred, the number of remaining shots was 34, which also seemed to be abnormal. The customer tried to check the log of the number of releases for the target test using a viewer, but error code e207 (failure of emergency lamp) occurred, and they could not open it. The procedure continued and was completed using same set of equipment. There were no reports of patient harm or impact associated with this event.